Manufacturer narrative:
Investigation performed on surgery data log file pointed out that the incident occurred due to a vigilance failure of the device, however on this occasion the root cause of this failure can not be determined.

Event description:
It was reported that an error message appeared and the device shutdown. System re-started and no more issue occurred during the rest of the surgery.